Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. The patient, had a pre-existing right bundle branch block and was considered high risk for needing a pacemaker. During the procedure, a non-abbott guidewire was used for a pre-dilation with a 20mm non-abbott balloon. The pre-dilatation led to the patient experiencing complete heart block. Consequently, a temporary pacing wire was placed to monitor the conduction system. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no difficulty experienced implanting the 25mm navitor vision valve. The final non-coronary cusp implant depth was 3mm. The complete heart block persisted after implant. A permanent pacemaker was implanted on an unknown date. The cause of the patient's complete heart block is attributed to the pre-implant dilatation. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported complete heart block appears to be related to procedural condition (pre-implantation balloon valvuloplasty). The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as temporary pacemaker was placed during the procedure and subsequently a permanent pacemaker was implanted post-procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.